Event description:
The user facility reported that the nurse incurred a needle stick. Follow-up communication with the user facility confirmed the following information: (1) a nurse suffered a needle stick after performing a puncture on a patient; (2) the safety cover did not shield the tip of the needle; and (3) the nurse was uninfected and "fine".

Manufacturer narrative:
The manufacture date for this device: 09/01/2014 through 09/03/2014. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the safety cover revealed that the cover did not shield the tip of the needle. Comparing the safety cover of the returned sample with the one of normal product, the metal part of the safety cover was deformed. A review of manufacturing and inspection records of the detector for safety cover deformation revealed no abnormality. A review of the device history records confirmed that there were no production related problems for this lot. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is consisted with some force added to the safety cover and the safety cover did not activate normally. The device labeling does address the potential for such an event in the instructions-for-use by statements such as, (1) "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." (2) "do not attempt to re-insert a partially or a completely withdrawn needle." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).